Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door lock mechanism was not activated. A field service engineer (fse) found rm not aligned properly and failing to open; old adhesives were removed, a new layer applied, and the unit was reassigned. Hta (hardware test application) testing confirmed proper lock and unlock functionality with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the fridge door that was attached to the pyxis door was not activated, and I could not access the fridge. The lock mechanism was still attached, but the door was jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.